Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker set screw could not be tightened. The physician elected to complete the procedure with a different pacemaker. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was received from the field with battery voltage near beginning of life level. Visual inspection of the header and connector noticed the atrial and ventricular setscrews stripped off consistent with inserting the torque wrench off-center at angles to the setscrew, by the end-user. Electrical and mechanical analysis performed, after replacing the damage setscrew, indicated normal functionality. During the analysis, the new setscrews were inserted and removed from the connector block with normal force without issue. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.